Event description:
It was reported that the hvli had increased since implant. No noise was seen and the impedance remained the same throughout various tests. Fluoroscopic image did not reveal any lead abnormalities. The patient's heart failure condition has deteriorated. The physician's decision to replace the lead will depend on improvement of the patient's condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.